Event description:
A 2.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent was deployed into a pt. The target lesion located in the rca # 1-3 was described as a long lesion with organized thrombus exhibiting 99% stenosis and was pre-dilated. During procedure, two other endeavor rx stents were deployed to target lesion. (MFR 2953200-2010-00931, 2953200-2010-00932). It was reported that the procedure was completed with good result. However, 5 days post deployment, cag performed in another unrelated incident confirmed that rca # 1-3 was occluded with thrombus. Pci was performed. The pt is reported to be fine and no other clinical sequelae were reported. The physician commented that the lesion morphology may have been the cause of the reported event. The physician also commented that it is unclear if the pt was resistant to antiplatelet drugs.

Manufacturer narrative:
(B) (4). Results: stent thrombosis.